Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The reason for call was to page a rep to ask about explanting the implanted system. The caller is a surgeon that was considering explanting the implant. The caller stated that the patient's ins was almost exposed and the patient wants the device removed. The caller indicated that there was not an issue with the device and the caller stated that they did not know where the ins was originally placed. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about implanted components. Tss transferred the caller to nas to page a rep. The caller did not indicate that the patient had another physician to manage the ins. Additional information was reported that the patient stated that when she had the device initially implanted, she was heavier. Pt lost a lot of weight since implant and now the ins is superficial and so is the wire. Patient don't have the device on; they haven't used it since the year after implant and has it turned off since. Patient stated she would like to have it removed but cannot pay out of pocket. If at any point her employer, the military, decides to pay, she will have it removed.

Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial/lot#: (B)(4), implanted: (B)(6) 2011, product type lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-nov-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.